Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. The patient was seen at the center for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's c1 device has been scheduled.